Event description:
Information received indicates the casters will roll and swivel after the brake is set at the head end of the stretcher.

Manufacturer narrative:
The technician found the brake system was worn. The technician used a brake/steer upgrade kit, brake activation assembly and replaced the brake casters to repair the stretcher.